Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received one (1) bost511, (3i t3® non-platform switched tapered implant 5 x 11.5mm) for evaluation. Visual evaluation identified the implant with signs of use. No malfunction identified with the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2019050597. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019050597 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician places implant in a patient with patient factors (e.g., poor bone quality, poor patient hygiene, periodontal issues, pre-existing medical conditions) incompatible with osseointegration of implant, missing or confusing instructions for use. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2023-00794. Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient kept complaining of dizziness and tenderness. An x-ray showed that the crowns on the implants at tooth locations #14 and #15 were not properly seated. The general dentist removed the crowns the same day and then we uncovered the implants so that the dds could make new crowns. Although the implants appeared stable, the patient still complained of pain, tenderness, dizziness and headaches. Therefore, the implants were removed.